Event description:
The pump was returned for mechanical hardware failure (av assembly). Unit started up with no errors. Primary, secondary, and output fva pins were all sticky/stuck and not cycling properly at unit self test. Removed fva assembly and cleaned fva pins and lip seals. Front housing is damaged due to broken screw mounts. Ground connections are braided wire versus insulated wire. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. Fva lip seals, front housing, ground wires and battery packs (counter reset) will be removed and replaced during repair process. Perform functional testing. No other damage found.

Manufacturer narrative:
Correction: initial MDR submitted with incorrect catalog/model #'s in section d4, fu2 submitted to correct.

Event description:
The following has been reported: biomed reported: " it was reported that the pump malfunctioned when testing pump. Pump problem alarms then service needed alarms. Pump problem occurs on the following dates and times: (B)(6) at 10:13,14;53, (B)(6) at 9:36, and 15:01. Patient harm: unknown" a preliminary review identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.